Event description:
It is reported that the pad fractured.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation: as returned, a portion of the impactor pad has fractured off the device. The slap hammer slot exhibits mushrooming and deformation. This damage is likely caused by repeated use due to impaction of the poly. Impactors or impactor heads should be replaced when the part is no longer functioning. Device history records indicate all components were manufactured and inspected to specification. The instrument has a potential field age of approximately 1.5 years.